Manufacturer narrative:
(B)(4). The actual device involved in the reported incident was not returned for evaluation. Without the actual sample, a thorough sample analysis could not be performed. No specific conclusions could be drawn. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or nonconformances of this nature. No adverse quality trends of this nature were identified during the complaint review process for the reported catalog number. There were no other reports of this nature against the reported lot number. If additional pertinent information becomes available, a follow-up report will be filed.

Event description:
As reported by the user facility: reports gemzar, a chemotherapy drug, was infusing via the tubing set. As the clinician went to open the vent tab on the spike, the vent tab fell off. The chemo medication then leaked from the vent area and spilled on the floor. The spill was cleaned per facility protocol. There was no patient injury.